Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the left hemicolectomy, the image blacked out. The user replaced it with ltf-s190-10 and the problem was solved. The procedure was completed. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s300.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. As a result of individually examining the possible causative parts, it was found that the image sensor unit abnormality incorporated in the tip of the scope was the causative part. The image sensor unit might be failed due to accumulation of electrical stress during repeated energization or overcurrent due to accidental application of static electricity. In addition, the scope had leak and damage (scratch, dent, deformation). Therefore, water invasion stress and mechanical stress might have contributed to image sensor unit failure.